Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Product was received device in with no line cord or hose. Multiple errors were found in event history log. Investigation confirmed customer's reported problem. Measured heater and got no reading. When opening up the heater founded that the heater was burnt. The root cause of the reported issue was determined to be the design. The ac distribution board and heater are known to be susceptible to the melted heat failure mode. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device is presenting with intermittent heating. No patient injury was reported.